Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a signal loss and a hypoglycemic event occurred. Patient's mother stated the patient did not receive the low alert, urgent low soon, urgent low alerts due to the signal loss that occurred at 1:00am. Patient experienced a hypoglycemic event until 8:00am when the patient's mother awoke and saw that the signal loss was occurring. Patient suffered a seizure, during which he bit his lip which resulted in a large amount of bleeding. An ambulance was called, and paramedics administered glucagon. The patient regained consciousness, however, due to the patient being confused for 5 or 6 hours, he was taken to the hospital where he spent a majority of the day. A computed tomography (CT) scan was performed, which resulted in no signs of head injuries. No additional event or patient information is available. At time of contact, patient was in stable condition and is being monitored at home by his mother. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be potential patient misuse, as the patient's phone's operating system is not compatible with the dexcom phone application.